Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural catheter was inserted in a patient and secured using the lockit fixation device. On the following day, the patient was noted to have a major epidural leak, resulting in ineffective analgesia. The catheter was subsequently removed and was found to be fractured at the point where it had passed through the lockit device. There was patient involvement, but no patient harm other than inadequate analgesia.